Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42 and pump history showed an incorrect date of event. The pump was reset to address the cgm error; however, customer declined to provide additional information or troubleshoot for the reported history issue. Customer's blood glucose was 273 mg/dl.